Event description:
Report received of an incident involving air in the distal patient line with no pump alarm. The incident occurred 2-3 weeks ago. The patient was receiving a heparin drip via peripheral IV access. The incident was discovered by the nurses during the change of shift. It was reported that air was noted below the pump, but none reached the patient. The customer stated that the air appeared to be entering at the flow regular on the cassette. The medication and tubing set were changed out. The infusion was resumed without further incidence. There was no report of paitent harm or adverse patient effect. Although requested, no additional information was available.